Event description:
A hospital in (B) (6) reported that while a pt was being ventilated with a rt236 breathing circuit, the pt connection wye (y) piece was bubbling. The cap of the swivel was easily removed. The entire circuit was removed and replaced with a new rt235. The circuit in question was put on another vent and tested for leaks but passed. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned breathing circuit was pressured to examine the device for air leaks. Results: a leak was measured in the breathing tube outside the allowable leak limit. The leak was occurring in the pt y piece swivel connector, confirming the leak as reported. A lot check could not be done as the lot number was not provided. Conclusion: the swivel consists of 2 parts and during rotation of the swivel, the seal may loosen either from incorrect assembly or a slight eccentricity in the swivel. The swivel was returned disconnected so the exact cause cannot be determined. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B) (4).